Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate child/neonate.

Event description:
During a site visit by a bd representatives, biomed reported that the devices shut off 2 times. Although requested there are no additional details provided at this time.